Event description:
Hcp reported the pt had a refill done in 2001. In 2001 the pt became suddenly somnolent and came into the emergency room. Pt was diagnosed with pneumonia and the pump was turned down. Pt was hospitalized for a few days and discharged without incident. Pt was seen a month later with significant pain. The on call physician interrogated the pump and found the alarm date to be in the following month and did not check the reservoir for residual. He sent the pt home with oral clonidine and dilaudid for breakthrough pain. The pt returned to the emergency room that same day where it was discovered the pump was empty of medication. "Pt probably only had a partial refill of their pump, and likely had a systemic absorption of their clonidine." The incident resolved without any permanent sequelae.